Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Insulin pump received with cracked retainer, cracked battery tube threads, missing display window cover, broken belt clip rails and cracked case corner of belt clip rails.

Event description:
Information received by medtronic indicated that belt clip railing was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.